Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed a split in proximal end the white collar of the extension leg of the groshong nxt catheter. No details of the spilt could be discerned in the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on february 20, 2023, the PICC catheter was inserted, and on (B)(6), the nurse found that the white skin of the catheter extension tube was cracked when maintaining the patient's PICC. Delay in diagnosis and treatment. No other information was provided.

Event description:
It was reported that on (B)(6) 2023, the PICC catheter was inserted, and on (B)(6) the nurse found that the white skin of the catheter extension tube was cracked when maintaining the patient's PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.